Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device had abnormally high temperature was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had cord damage, could not secure/lock the cutter, unintended activation/motion, the device would run in the locked position, and the cutter could not be inserted. It was further determined that the device failed pretest for visual assessment, cutter lock assessment, and safety assessment. The assignable root cause of these conditions was determined to be traced to user, which is user error.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Reporters full name was not provided. Accounts full name: (B)(6). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the motor device had an abnormally high temperature, and the lock ring was damaged and could not lock the consumable device. It was reported that there was no delay in the procedure due to the event. It was reported that an unspecified spare device was available for use and the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.